Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model, however is not implanted submuscularly. Evaluation summary: preliminary analysis confirmed the reported field experience of no output and no telemetry. Further testing revealed that these conditions were due to lifted battery hybrid bond wires.